Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they met with a manufacturer representative (rep) and they said to order a new patient programmer (pp) antenna as it was damaged. A replacement antenna was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the circumstances that led to them being unable to control stimulation and the stimulation running high included that they forgot that both sides of their stimulation were running, and when they turned off one side of the stimulation they still had it running on the other side. The patient stated that they were nervous that they couldn't turn stimulation off, so they turned the unit off completely. They indicated that the issue was resolved with the help of a manufacturing representative at their doctor¿s office. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their wife regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having problems with their ins. The patient stated that they could feel stimulation, but they had no control over it. The patient stated that stimulation was ¿running high¿ and seemed to go across to their other side. The patient noted that their recharger showed that the ins was full. The patient reported that the stimulation was only working on one side, but later they reported that they could feel stimulation on both sides. It was reported that prior to the call the patient had tried to turn their stimulation down or off. The patient reported that they tried to turn stimulation down to 0v and they still felt like the stimulation was ¿heavy¿. The patient noted that they tried to turn their stimulation off and when they did this they stopped feeling stimulation. The patient reported that they spoke to a manufacturing representative (rep) and they ¿went through everything so that they could charge it and check it that way¿. The patient stated the rep redirected the patient to patient (pp) services to get a replacement patient programmer. Patient services had the patient sync with their patient programmer. It was reported that the synced with the ins and the programmer showed that stimulation was off, and both the ins and pp battery icons were full. Patient services asked the patient if they were comfortable turning stimulation on to see if the pp would allow them to adjust their stimulation. The patient indicated that they were, and they turned their stimulation on. It was reported that they could then feel stimulation. The patient noted that the stimulation ¿comes on high and stays high¿. The patient¿s wife stated that the patient almost jumped out of their chair. Stimulation was set at 1.5v. The patient was able to increase and decrease stimulation, but noted that they were unable to use the pp on friday to increase/decrease stimulation even though stimulation was on. The patient reported that they currently were on group a at 1.25 and could feel stim on both sides, but normally they were on group e, f, or g. The patient switched to group g and noted that stimulation felt ¿very high¿ at 0.05v. The patient decreased stimulation to 0v on group g and reported that stimulation was still feeling strong. The patient indicated that they did not have any trauma¿s or falls that were related to the issue. The patient was redirected to follow-up with their healthcare provider (hcp) to address the reported stimulation sensation issue. Troubleshooting determined that the pp was working as intended during the call. It was recommended that the patient turn their stimulation down or off if it was causing them discomfort, until they met with their hcp. It was reported the issues of being unable to increase/decrease their stimulation with their pp and the stimulation ¿running high¿ occurred on (B)(6) 2018. No further complications were reported/anticipated.